Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report # 3005099803-2023-03452 and 3005099803-2023-03453 for the associated device information. It was reported to boston scientific corporation on june 07, 2023, that two wallflex duodenal stent was to be used to treat a 7 mm duodenal tumor malignant obstruction in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During procedure, it was noted that the inner sterile packaging seal was compromised (the subject of MFR. Report # 3005099803-2023-03452). A different size wallflex duodenal stent (the subject of this report) was opened, and the inner packaging seal was also compromised. A non-boston scientific device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised. Block h10: a wallflex enteral duodenal stent and delivery system were returned for analysis; the packaging was not returned. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The stainless-steel handle was separated, and the outer sheath was kinked. No other issues were noted to the stent and delivery system. The investigation concluded that the observed failures of stainless-steel handle separated, and outer sheath kinked were likely due to factors encountered during the procedure. It may be that handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the outer sheath and inner sheath kinked. The reported event of packaging seal compromised cannot be confirmed, because the packaging of the device was not returned. Based on the available information, there is not enough information to confirm the reported event of packaging seal compromised as the packaging of the device was not returned; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
Note: this report pertains to one of two devices to be used during the same procedure. Refer to manufacturer report #3005099803-2023-03453 for the associated device information. It was reported to boston scientific corporation on june 07, 2023, that two wallflex duodenal stent was to be used to treat a 7 mm duodenal tumor malignant obstruction in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During procedure, it was noted that the inner sterile packaging seal was compromised (the subject of MFR. Report # 3005099803-2023-03452). A different size wallflex duodenal stent (the subject of this report) was opened, and the inner packaging seal was also compromised. A non-boston scientific device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of seal compromised.